Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the reason for lack of apposition/failure to open was not determined. During stent deployment, the tip of the delivery catheter was positioned at the distal, non-curved segment of c4. During the deployment process, when the stent was deploy to c4, it could not appose to the vessel wall, and the middle segment of the stent was located at a curved portion. The pipeline was removed from the patient and replaced to complete the procedure successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment of a pipeline flex stent, the tip of the stent opened normally, however, the middle section could not be opened at the c4 curve. Multiple attempts to retrieve and redeploy the stent were unsuccessful. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right cavernous segment aneurysm with a max diameter of 10 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was unknown. The angiographic result post procedure reported contrast agent retention occurred, and the flow-diverting stent achieved good embolization effect. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, less than 50% of the pipeline had been deployed when it failed to open, it was resheathed more than 2 times, and there were no additional steps or other devices required to open the pipeline.

Manufacturer narrative:
H2/h3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The middle section appeared to be open and no damage. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "failure to open at the middle" was not confirmed, as the middle section of the braid was opened and no damage. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules them out as possible causes. The distal and proximal ends of the braid were found open and frayed. Such damage can occur from resheathing more than two times, over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6: coding updated from analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.